Event description:
It was reported that the procedure was performed on (B)(6) 2025, to treat a moderately calcified right common carotid artery and right internal carotid artery. The 8x40mm xact carotid stent was successfully deployed in the common carotid artery. After deployment, thrombus was noted inside the stent. Thrombectomy was performed and imaging showed "no flow" to the brain. The patient experienced a transient ischemic attack with facial drooping, left side weakness, the inability to speak, pain, and hypertension. Tissue plasminogen activator was given for treatment and thrombectomy was performed again. Blood flow was restored and 2 acute clots were captured by the filter. Computed tomography scan was performed which was negative for emboli. On (B)(6) 2025, the patient was sent to the ICU for further care. There were no residual deficits and the patient was able to pass neurological exams. The hypertension was not treated, nor did it resolve during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. A conclusive cause for the reported thrombosis/ thrombus, transient ischemic attack, paresis, high blood pressure/ hypertension and pain and the relationship to the product, if any, cannot be determined. The reported patient effects of vessel thrombosis, hypertension, pain and transient ischemic attack are listed in the xact carotid stent system information for prescribers as adverse events potentially associated with carotid stents and embolic protection systems. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.